Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) was informed by clinical sales representative (csr) that the customer has not had any issues since removing the 30-degree endoscope plus from circulation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer removed the endoscope from circulation and has not experienced any further issues. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the horizon indicator was off kilter and did not match the endoscope orientation in the surgical field. The tse found error 48221 in the logs. No troubleshooting was performed because the procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the image was tilted but not a complete 180-degree inversion. The endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on the system arms. However, the image was just not matching up with the position of the patient requiring the surgeon to compensate for the lack of accuracy with orientation. There was no patient injury due to the issue. The endoscope was cleaned, and no issue occurred after that.

Manufacturer narrative:
Corrected the 30-degree endoscope plus serial# to (B)(6). Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed, and the findings did not replicate or confirm the customer reported event. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. A visual inspection confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed payload test. The probable root cause of the customer reported issue cannot be determined based on failure analysis results. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.